Event description:
It was reported patient death occurred a left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 27 mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The 27 mm watchman closure device was successfully implanted in the laa fully meeting position, anchor, size and seal (pass) criteria. There were no patient complications during procedure. Approximately three (3) hours after procedure the patient was reported to have experienced hypotension. Inotropic medication was given for hypotension and cardiopulmonary resuscitation (CPR) was performed; however the patient was reported to have died. The cause of death was listed as hypoxia and severe hypotension.

Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The 27mm watchman closure device was successfully implanted in the laa fully meeting position, anchor, size and seal (pass) criteria. There were no patient complications during procedure. Approximately three (3) hours after procedure the patient was reported to have experienced hypotension. Inotropic medication was given for hypotension and cardiopulmonary resuscitation (CPR) was performed; however the patient was reported to have died. The cause of death was listed as hypoxia and severe hypotension.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis:the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0039013755. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hypotension, hypoxia, and death (medication required and resuscitation). Risk review:a risk review was completed and confirmed that the events of hypotension, hypoxia, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.